Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe tip could not be inserted into the cannula during a surgical procedure. The laser probe was replaced to complete the procedure with no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, probe were returned for evaluation. The probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. Four 25ga probes were received evaluation. A visual assessment of the returned samples showed two sample probes with signs of excess adhesive on the cannula-nitinol junction. When the samples were inserted through a 25ga trocar, those two samples became stuck or had noticeable resistance near the cannula-nitinol junction, replicating the reported event. Refer to the attached picture. The other two samples showed no visual nonconformities. The samples¿ outer cannula diameter were with an outer diameter min/max values of 0.0200 to 0.0205 inches, the samples¿ outer diameter were measured to be 0.0202-0.0203 and 0.0201-0.0202 inches, meeting specifications. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).